Event description:
In 2006 suture capsulorrhaphy/ ligament arm-shoulder arthroscopy; anesth inject periph nerve & left shoulder joint, on-q pain buster pain pump placement. In 2007 left shoulder arthroscopy lysis of adhesions for adhesive capsulitis and chondrolysis after previous arthroscopic bankart stabilization showed some glenoid bone loss along the anterior and inferior third per surgeon's report. Dose or amount: 270 ml. Date of use: 2006. Diagnosis or reason for use: chronic left shoulder dislocation.